Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a large volume infusor was loose resulting in a leak. This occurred before patient use. The device had no further issues after re-tightening the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 10, 2023 - march 13, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed on a photo which showed a detached blue winged luer cap after the device has been filled with fluid; this would result in leak at the distal luer end of the device if the cap is detached. The second photo showed a blue winged luer cap attached to the device while the device was still inside the unopened product package. The reported condition was verified. The cause of the detached cap could not be determined; however, a probable cause for detached caps after filling is use-related to product handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.